Event description:
The pt returned to the hosp with a high fever following an anterior wall repair. The pt was diagnosed with a hematoma of about 10x10cm in the area where the operation was done. The doctor operated on the pt to cure the hematoma, in order to speed up the healing process. During this surgery, it seemed that the hematoma wasn't thin any more, but already "organizing", so it was a thick lump. The doctor released the stitches of the anterior wall and tried to clean the hematoma by injecting a saline solution. So the hematoma wall came loose. When doing this, the doctor saw pieces of the tissue implant coming out too. The tissue implant is still in place in the pt. The doctor has not removed the whole part, only the pieces coming out spontaneously. The pt was treated with antibiotics infusion. The doctor questioned whether the tissue caused the hematoma and the infection, or did the pt have the hematoma before without knowing it, and therefore got an infection with the consequence of ripping/dissolving the tissue.